Manufacturer narrative:
The customer's complaint that the spike adapter detached from the bag could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified .

Event description:
The customer reported there was a preparation utilizing a viaflo dripless access 500 ml bag, a spike adapter secondary line and texium. The spike adapter detached from the bag resulting in a 5 ml leak with the volume in the chamber. There was no patient harm.